Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested. 4 replacement fuses shipped to site. No parts have been received by manufacturer for analysis. On 06/21/2016 a medtronic representative performed an imaging system check-out, imaging modalities and system inspection areas passed. Mechanical test failed. Mobile view station (mvs) fails to boot-up. Fuses on the mvs had blown. Medtronic representative replaced the fuses and verified that the system functions properly. Issue resolved. System performed as intended. No further issues have been reported.

Event description:
A medtronic representative reported that a site's imaging system mobile view station (mvs) would not power on, there was no line power light. In trouble-shooting, verified the imaging system was plugged into a functioning outlet. No further details regarding the behavior were provided. There was no patient present when this issue was identified.